Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. System operates as intended.

Event description:
The customer reported that during fluoro there is no image displayed and the red temperature light comes on. No patient injury was reported.